Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was off and the doctor wanted to do it again. They stated no and they "should have got it right the first time". They were disappointed.